Event description:
A nurse reported that the insulation is tearing and/or burning away from the tip of the blade (es active electrode) at a setting of 30 watts cut and/or coagulation. Procedure was a laparoscopically assisted vaginal hysterectomy. No pt injury or involvement was reported.